Manufacturer narrative:
As no samples were returned for evaluation, a root cause could not be determined. A review of the device history record could not be performed as a lot number was not provided. Cardinal health has made a business decision to close the site which manufactures product 11460-010t and transition to a third-party manufacturer.

Manufacturer narrative:
The complaint was forwarded to the manufacturing facility where it is currently still under investigation. A follow-up report will be filed once the results have been completed.

Event description:
Customer reported, staff member squeezed newborn heel warmer to activate and the gel leaked out. Immediately upon squeezing, the product packaging separated along an edge causing a hole and inner contents to leak out. Customer fears staff or patient could be hurt from warmer leaking out. No injury to patient or staff for this incident.